Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed). (B)(4): the device was returned, analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. No anomalies found.

Event description:
It was reported that oversensing was observed on the device electrogram. The device was explanted and replaced due to an upgrade. It was further reported that during the replacement procedure the left ventricular (lv) lead "could not pass through take-off in final target vein". The lead was removed and an alternate lead was implanted. No patient complications have been reported as a result of this event.